Event description:
It was reported to medtronic minimed that the customer reported the events to disappear in the application. The customer reported issues with the events in the simplera application disappearing and coming back again after a few days. The customer deleted the application and downloaded it again, she then logged back in. The customer reported no adverse event. The event involved product(s) mmt-8400. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera 1.3.1 installed on iphone 13 with os 16.6 was conducted and confirmed the issue is not reproducible. The software did not successfully adhered to the specified requirements and did not perform in accordance with the expectations specified in the configuration document (B)(4). However, we were able to perform further investigation and determined that the issue is very transitionary and on some devices the app fails to detect the locale (when country code is null) and this causes an exception. The esf number that corresponds to the reported issue is: (B)(4). Cause and or contributing factors: after conducting a thorough investigation, we have found when the app fails to detect the locale variable it causes localization resolution failure. This issue was patched in the scope of simplera 1.4.0. To assist with the resolution of the issue, the fix shall be provided in the app's next update/release. Meanwhile please follow the steps below as a workaround for the issue : 1)ensure the latest version of the app is installed if not please update the app and retry.if issue persists proceed to step 2 2)change region -navigate to settings->general->language & region->region. -change region to another country i.e united kingdom -launch the simplera app -is issue is resolved . Advice the customer to change the region back to the preferred region. If issue persists proceed to step3. 3) reset. -force close the app and relaunch the app or -reinstall the app or -restart the phone and relaunch the app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.